Event description:
A clinic reported a blood leak from a crit-line blood chamber. The leak was visually observed coming from the crit-line blood chamber. There were no reported adverse effects on the patient nor medical intervention. Blood loss was reported as a minimal amount leaking from around the chamber. The device has been discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis, therefore the complaint could not be confirmed. Customer tightened the loose crit-line blood chamber and confirmed that the leak was resolved. No part was returned, an evaluation could not be performed.